Event description:
Involved in a fluke accident, that dislodged my 35 y/o implants. I was put on a "protocol' by dr (B)(6) over 30 yrs ago. I was only (B)(6). My implants were small in the fact I was fulfilling my mother's obsession and vanity. Dr (B)(6) understood and no one ever knew I had them. My mother's only claim in life, sadly was based solely on her looks. After the surgery, dr (B)(6) and I rather bonded, he had to repair my left breast because I picked up my son, the implant came out from behind the muscle. Dr (B)(6) used me and photos of my breast as proof that these were in fact safe. Keep in mind mine were tiny. I was only (B)(6) and 5'7" tall. Crazy as it is, dr (B)(6) was on tv a lot. I even was at (B)(6) where he was speaking at some conference about my particular implants. Yes, this was not a planned meet up, but those were my breast along with others he was showing. I was attending a dinner party that same night at (B)(6). I know dow corning had something to do with my implants. I also know that I was in fact put on something he called protocol. I was to keep a card. Later he went to (B)(6) or (B)(6), I went to see him at his request, that was over 15-20 yrs ago. Bottom line, since the incident that brought my mainly right breast out of hiding. I can't begin to explain how much pain I'm in. My one breast is huge and almost to my collar bone. Now, it's like a volleyball is stretching my skin. The back pain has recently followed with my breast turning blue. ER sends me home. I'm not well, I was framing my back house, now I can't carry my purse. I've seen multiple surgeons. Private surgeons won't even see me, even when I offer to pay cash, because surgeons at (B)(6) have been giving me so many different variations of my prognosis, none of which were good. I just want them out and studied. This isn't normal, I am very concerned, and I'm worse off every day.